Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after a high-carbohydrate meal while using the ilet, with a high glucose alert noted and no evidence of infusion set leakage or kinking; agent review indicated the pump was increasing insulin delivery and glucose subsequently began to decline. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention beyond routine monitoring, and no hospitalization. Investigation included review of device data and user reports, as well as troubleshooting and education. Investigation of this case revealed no device malfunction, with insulin delivery responding as designed and glucose trending down, making the cause of hyperglycemia unclear but possibly related to meal-related glycemic excursion. It was concluded, based on previously established findings for similar reports, that the cause was unknown.